Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin drips exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was approximately 200 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.